Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an unrelated post heart surgery check, possible atrial under sensing was noted on stored electrograms (egm) and current egm. The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.